Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, e4, g3, h2, h6, h10. This report is being submitted to notate that the hospital allegedly reported the event as well under reference (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the affected limb was of the left laterality. There is no additional information available.

Manufacturer narrative:
(B)(4). D10: 178404, cps anchor plug 14mm, lot 65740293. 178528, cps transverse pin 6pk 36mm, lot 197750. 178538, cps centering sleeve 16mm, lot 223560. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient with a transfemoral amputation received a study transdermal compress system and was full weight bearing approximately 6 months later. Subsequently, the patient presented with pain approximately 9 months post implantation, and it was noted that the devices were loose. The patient underwent a revision surgery 1 week after finding of loosening. Attempts have been made, and no additional information is available.